Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the fluid spilled in matrix drawer 1 and leaked into half-height drawer 2.1, causing a short in cubie tray a at position 6. A field service engineer (fse) cleaned up the fluid spill in drawer 1, removed the shorted cubie tray from half-height drawer 2.1, and cleaned the fluid from drawer 2.1. The cubie tray was then replaced, and a replacement cubie pocket was installed and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 had a fluid spill that resulted in a shorted pocket. However, there were no delay in patient care and no adverse events or injuries reported based on this event.